Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. H2: type of follow up- correction- additional information. H6 codes: - correction- additional information. Concomitant medical product name. D4: additional device information- correction. H4: device manufacturer date- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).